Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the right middle lobe bronchus and left lingual segment bronchus during a balloon dilatation procedure performed on (B)(6) 2024. During the procedure, the catheter was examined, and it was found that the balloon connection part of the catheter was damaged, and fluid leaked. It was also reported that the proximal end of the balloon was leaking. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: china user report notification number: (B)(6). Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.